Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned. The compromised sterility allegation cannot be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150410106 work order (B)(4) was manufactured on 10 july 2021. (B)(4) parts were manufactured to specification. There were no deviations associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review : a manufacturing record evaluation was performed for the finished device [lot/serial] number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that internal packaging of the prosthesis contained a gummy substance. There was no surgical delay.